Event description:
The customer reported that the mechanical wire towards the jaw end of the device formed a loop. The surgeon continued with the device and the wire broke and fell into the pt's cavity. The piece was described as being 1.5 cm in length and was recovered. The surgeon was using reusable ports for the laparoscopic total colectomy. It is reported that possibly the inside of the port cut the wire. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.